Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that fms duo+ pump/shaver combo did not work properly. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the pressure out of range. The rocker arm and other defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The defective rocker arm would have caused the pressure out of range and led the customer to experience the reported problem. However, with the available information, we cannot determine the root cause of the defective rocker arm. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an unknown procedure, it was observed that the fms duo®+pump/shaver unit device did not work properly. During in-house engineering evaluation, it was determined that the pressure on the device was out of range. There were no adverse patient consequence s nor surgical delay reported. No additional information was provided.